Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a cardiac perforation with subsequent pericardial effusion before ablation began, requiring emergent intervention pericardiocentesis and removal of the device, leading to an extended hospitalization. During a pulmonary vein isolation procedure for the treatment of atrial fibrillation, vascular access was obtained and intracardiac imaging was initiated using an intracardiac echocardiography (ice) catheter and a decapolar coronary sinus catheter, followed by a transseptal puncture performed with a non-boston scientific 13f sheath and a versacross connect system under fluoroscopic guidance, with no issues reported and no transseptal puncture devices remaining in the body thereafter. Heparin was administered, although the timing relative to transseptal puncture, adequacy of the initial dose, and activated clotting time values are unknown. The left atrium was subsequently mapped using an octaray mapping catheter; after mapping, the farawave nav catheter was advanced into the left atrium under ice visualization while the generator was still preparing and before the catheter was visible on the mapping system. Once visible, the catheter appeared positioned in the left atrial appendage; however, further evaluation with ice and fluoroscopy demonstrated that the merit rosen guidewire had been inadvertently advanced through the cardiac structure, causing a perforation, likely near the left atrial appendage or atrial roof. This complication occurred approximately 35 minutes after access was obtained and before any ablation was performed; resistance was noted upon attempted catheter retraction, although it was later clarified that the guidewire was not stuck in the catheter and had already been removed, and that only the guidewire had advanced through the cardiac structure. The perforation resulted in a pericardial effusion, not present prior to the procedure and identified near the left atrial appendage, prompting immediate pericardiocentesis. Due to the complication, the procedure was discontinued and the patient was taken to the operating room, where open surgery was performed to remove the device, and the patient required hospitalization beyond the standard of care; the final clinical outcome, current condition, and discharge status remain unknown. No catheter, guidewire, or boston scientific transseptal device malfunctions were reported.